Manufacturer narrative:
(B)(4). Eval results: mi.

Event description:
Two lesions were treated during the index procedure, two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted, one at the proximal lad and one at the mid lad. Pt was asymptomatic/free of symptoms at 30 day and 6 month follow ups, had cardiac status of stable angina at the 1 year f/u, was asymptomatic/free of symptoms at the 1.5 year f/u and had cardiac status of stable angina at the 2 year f/u. It is reported that an mi occurred approx 25 months post index procedure. Pt had cardiac status of stable angina at the 2.5 year f/u. (Ref MFR # 9612164-2011-00589).